Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils had migrated") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes or boils"), furuncle ("frequent rashes or boils"), abdominal distension ("excessive abdominal bloating") and arthralgia ("joint pain"). The patient was treated with surgery (underwent hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, alopecia, rash, furuncle, abdominal distension and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device dislocation, dyspareunia, furuncle, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes or boils"), furuncle ("frequent rashes or boils"), abdominal distension ("excessive abdominal bloating"), arthralgia ("joint painlhip pain") and myalgia ("sore muscle"). The patient was treated with surgery (underwent hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, dyspareunia, rash, furuncle and abdominal distension had not resolved, the pelvic pain, abdominal pain, back pain and arthralgia had resolved, the alopecia was resolving and the myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device dislocation, dyspareunia, furuncle, menorrhagia, myalgia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media received. Event outcome updated for: increasingly severe pain/ chronic pelvic pain, abdominal pain, back pain, joint painlhip pain and excessive hair loss. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes or boils"), furuncle ("frequent rashes or boils"), abdominal distension ("excessive abdominal bloating"), arthralgia ("joint painlhip pain") and myalgia ("sore muscle"). The patient was treated with surgery (underwent hysterectomy to remove essure coils). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, alopecia, rash, furuncle, abdominal distension and arthralgia had not resolved and the myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device dislocation, dyspareunia, furuncle, menorrhagia, myalgia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- sore muscle. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes or boils"), furuncle ("frequent rashes or boils"), abdominal distension ("excessive abdominal bloating"), arthralgia ("joint painlhip pain") and myalgia ("sore muscle"). The patient was treated with surgery (underwent hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, dyspareunia, rash, furuncle and abdominal distension had not resolved, the pelvic pain, abdominal pain, back pain and arthralgia had resolved, the alopecia was resolving and the myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device dislocation, dyspareunia, furuncle, menorrhagia, myalgia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.